Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the was a speaker malfunction, and the device had no sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). Checks confirmed that the system issued a speaker alert, but no alarm sound was heard. According to the fault diagnosis, the speaker and mainboard needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker and mainboard. The reported problem was confirmed. A replacement speaker and mainboard were ordered for repair to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).